Event description:
During heart catherization, the patient went into ventricular fibrillation. The nurse charged the lifepak 12 that was connected to the patient. The lifepak charged and indicated that it reached the set 200 joules, but it did not deliver the shock when the shock button was selected. The lifepak did not deliver shock a total of three times. In the meantime; chest compressions were being given to the patient. On the fourth try, the lifepak delivered the preset shock of 200 joules. The patient responded and was converted back to normal sinus. The procedure was completed and a user test was performed where the unit passed. Biomed was notified where the problem could not be duplicated. The unit was sent to the manufacture where it was determined that the unit had lost the software configuration. Physio-control completed a software upgrade and replaced the roller assembly. The unit was received, tested, and returned to service.